Event description:
The patient was seen again, and diagnostics showed high impedance. The patient was referred for revision surgery. No surgical intervention has occurred to date.

Event description:
High lead impedance was observed for patient's device on (B)(6) 2017. Diagnostics were not performed and the physician only got the high impedance message upon interrogation. X-rays were taken and no visible fracture was observed. There is no known reason such as trauma or manipulation. No known surgical intervention has occurred to date to replace the lead.

Event description:
The patient had full revision surgery due to high impedance. The explanted products have not been received to date.